Manufacturer narrative:
A product investigation was performed. One (1) hammerlock 2 implant 15 x 7 mm angled (part number hl2la / lot number bmehl160357) was received with the complaint category of ¿broken: procedural step unknown.¿ it was reported that an unopened hammerlock 2 device that it appears through the box that the implant is not attached to the applicator. There is no patient involvement. A device history record (DHR) review and device inspection was performed by bme as part of this investigation. Visual inspection showed that the insertion stick broke on one of the teeth holding the slider, which led to the release of the implant. Bme is currently in the process of investigating this failure mode. This complaint falls under the grouping 'broken inserter'. The failure mode for this complaint has been confirmed. Bme is currently in the process of investigating this failure mode on the hl2l and hl2la insertion sticks due to a high number of in-house non-conformance manufacturing reports (ncmrs). Process car is open to drive this investigation. A stop shipment order has been issued for this product. A field action investigation has been initiated. No new malfunctions were observed during the course of this investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. (B)(4). Device was received broken. Device was not implanted/explanted. Device history records review was completed for part# hl2la, lot# bmehl160357. Manufacturing location: (B)(4), manufacturing date: oct 31, 2016, expiry date: oct 10, 2021. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records review was completed for part# hl2la, parent lot: 1607125175. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hammerlock 2 implant 10 degrees large angle was found broken on arrival in its package. There is a black, broken off plastic piece that appears to be near the handle. No patient involvement reported. This report is for one (1) hammerlock 2 implant kit 15 x 7 mm/10 degrees/large. This is report 1 of 1 for (B)(4).